Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 154 mg/dl. Customer stated that insulin was "squirting out" during the manual prime process. The drive support cap was normal. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with compromised force sensor alarm during the basic occlusion test due to loose and protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime, compromised force sensor test and excessive no delivery test due to compromised force sensor alarm.